Event description:
During second puncture by device the doctor felt resistance in advancing. He found the needle deformed (it shows l shape) after withdrew the device. The procedure has completed but the specimen was not enough to examine due to the deformed device. Patient/event info - notes: c5. Did any section of the device remain inside the patient's body? No if yes, answer next question. C6. Please describe the object and how it was retrieved (if applicable): c7. Did the patient require any additional procedures due to this occurrence? No if yes, answer next two questions. C8. Did the product cause or contribute to the need for additional procedure(s)? No if yes, complete c9. C9. Please specify additional procedure(s) and provide details: c10. Has the complainant reported any adverse effects on the patient due to this occurrence? No if yes, answer next question. C11. Has the complainant reported that the product caused or contributed to the adverse effect(s)? No if yes, complete c12. C12. Please specify adverse effect(s) and provide details:

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1936163 of echo-hd-3-20-c was returned in its original packaging. On evaluation of the devices the following observations were made: visual inspection: stylet not returned. Distal end of needle examined, and no issue observed. Kink below sheath extender observed and damage on sheath also observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue, but needle would not retract into sheath when handle retracted. Needle removed from device and needle break below sheath extender observed. On re-evaluation of the devices the following observations were made: visual inspection: sheath observed to be damaged approx. 15,5 cm and 20 cm from tip of sheath (ipe of ruler (ipe0402)). Functional inspection: distal end of needle removed from device and during removal process needle broke approx. 16 cm from tip of needle. Clarification was requested as follow: ¿would you be able to confirm with the customer if both kinks were observed before sending to cirl.?¿ reply was received as follow: ¿yes, both kink was noticed before I sent to you.¿ manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1936163 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle advancement or the device possibly being held at an angle when trying to advance the needle. It might have triggered the need for additional force during needle advancement. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the severe needle kink and sheath damage at the patient end as advised in description of event ¿during second puncture by device the doctor felt resistance in advancing. He found the needle deformed (it shows l shape) after withdrew the device.¿ this severe kink become a break during lab re-evaluation ¿distal end of needle removed from device and during removal process needle broke approx. 16 cm from tip of needle. Is it also possible that the kink at patient end contributed to the needle break and sheath damage below sheath extender. That would explain the difficulty encountered by the user on the needle retraction. As per additional information shared by the user: ¿was difficulty experienced while retracting the needle? Yes, ¿and ¿when was the issued with the product noted? Needle retraction.¿ a CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 26-aug-2024.